Event description:
It was reported by a nurse that the parents of a patient intubated with a tracheostomy tube new model 5.0pef, complained about this new range orogastric tube (og). The patient had a pediatric size and was re-intubated with a pef model. The patient experience oxygen desaturation with the new model, which created inadequate ventilation. As a result, the device was removed, and the patient re-intubated with the old model. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The serial number was not provided by the customer. Therefore, a manufacturing date is unavailable.